Manufacturer narrative:
H3: product analysis of the nim console found that the error code message could not be verified. However the software (v1.5.4) was reloaded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6) , ubd: , UDI#: (B)(4) h3 for concomitant product: product analysis of the nim patient interface found that the error code message was verified. There was software issue with the interface. The software was updated from version 1.4.3 to version 1.5.4. H6 for concomitant product: fdr c1004, fdc d02 and img g02008 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console displayed patient interface fault detected error during the software upgrade at rest. There was no patient involved.

Event description:
Additional information received stated that the event occurred during set-up. The procedure was completed with a backup machine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.